Manufacturer narrative:
Device evaluated by MFR. : promus premier select ous mr 28 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a significant bend of >45 degrees was located in the moderately to severely tortuous and moderately calcified right coronary artery. A 28 x 2.75mm promus premier select drug eluting stent was advanced for treatment but it was unable to cross the lesion and the stent strut was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric, de novo target lesion with a significant bend of >45 degrees was located in the moderately to severely tortuous and moderately calcified right coronary artery. A 28 x 2.75mm promus premier select drug eluting stent was advanced for treatment but it was unable to cross the lesion and the stent strut was damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.